Manufacturer narrative:
Submit date 10/13/2015. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer reports that when they opened up the kit in or during the initial count they found that instead of 15 lap sponges there were only 14 lap sponges.

Manufacturer narrative:
Submit date: 03/10/2016. The original complaint was issued against the part number for kit sa2221a and not the sub assembly product 6822 in error. The sales rep has confirmed that the proper code is 6822 which is added to the kit and not part of the kit. A correction has been made to the MDR to correct the part number.

Manufacturer narrative:
Submit date 10/28/2016. An investigation of the reported condition was performed. The device history review (DHR) review could not be performed as the lot number provided by the customer was not valid. There were no samples/photos received with this complaint therefore an examination of the reported condition could not be made. Based on the investigation and analysis, the most possible root cause would be human error since the counting process at the supplier is 100% manual counting. Manual counting is a repetitive operation which is easily to produce fatigue for operators and inspectors. As continuous improvement activities, the supplier will update their weighting process by adding an auto weighting machine to prevent human error. This complaint will be used for trending purpose.